Event description:
It was reported that the system 9800 had intermittent communication errors on initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system interface and single board computer circuit boards were defective and required replacement. The system was tested and found to be working as intended and placed back into service.